Event description:
It was reported that the core sumex drill skipped spot and did not give a smooth, steady cut when during setup at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event can be confirmed. It difficult to cut in the intended region. The handpiece was found to have corroded components inside the device. Corroded internal components could potentially result in increased friction in the device, which could potentially account for the device not functioning properly.

Event description:
It was reported that the core sumex drill skipped spot and did not give a smooth, steady cut when during setup at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.